Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical consultant reported that during creation of the lasik flap, the system lost suction after the laser fired. In a follow up, the reporter indicated that the surgeon was able to reacquire suction and proceeded to complete the corneal flap. No known patient impact was reported. No further information is expected.

Manufacturer narrative:
No sample was provided for evaluation, although it was requested. The device history records (DHR) could not be performed, as no product serial number was provided. The root cause cannot be determined conclusively. (B)(4).